Manufacturer narrative:
A ge oec service representative investigated the issue and found the root cause of the lift failure was the vertical lift column assembly that was removed an replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a failed vertical lift column.